Event description:
During the procedure the portion of the cat 6 catheter broke off inside the artery of the pt's leg. The catheter was successfully retrieved during the procedure without harm to the pt, the rep was informed and they took possession of the catheter. FDA safety report ID# (B)(4).